Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra2 meter is giving inaccurate erratic readings. This complaint is classified according to the documentation of the customer care advocate. A no response letter was sent to the pt. The inaccurate erratic issue began the day prior, at 10am. The pt reported blood glucose results of "277, 133, and 126 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. As a result of the reported issue, the pt took her usual oral diabetes medication (metformin). The pt did not receive any medical intervention at the time of concern. At 12pm, the pt reportedly developed symptoms described as "shaky, headache and fatigue." It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, the blood samples were taken from approved testing sites, the meter was coded correctly, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the pt claimed she had symptoms that can be suggestive of hypoglycemia after the erratic issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval, if the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that to not pass inspection in a supplemental report.